Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) canada alleging that the onetouch ultramini meter displayed the battery indicator. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative during the patient¿s initial call. The patient alleged that the issue began in (B)(6) 2014. According to the csr¿s documentation, the patient manages her diabetes with insulin (self-adjuster); in response to the product issue, the patient reportedly continued with her regular (unspecified) dose of insulin; as a result of the alleged product issue, the patient reportedly ¿had high readings without knowing it¿; and the patient did not receive any form of medical intervention after the alleged issue occurred. It would have been helpful to know the following: the patient¿s testing frequency and insulin regimen; after the alleged issue occurred, if the patient discontinued testing and/or tested with another device; what symptoms (if any) was the patient experiencing when she allegedly was having ¿high readings without knowing it¿; and what did the patient do to either stabilize her symptom(s) and/or blood glucose reading. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter¿s battery did not need to be replaced. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.